Event description:
Procedure type: inguinal hernia repair. According to the reporter: a rubber gasket seal became displaced onto the obturator and came out onto balloon portion of the obturator.

Manufacturer narrative:
(B)(4).